Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime anomaly. The customer stated that during several primes with different reservoirs, the numbers on the screen would ramp up just to a certain unit and then go then start going the customer stated that this happened with several reservoirs, insulin would not exit the tubing and she did not received a no delivery alarm. Blood glucose value was 333 mg/dl. Troubleshooting was not performed. The device was replaced and returned for analysis.